Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous distal right coronary artery (rca). The 2.75x28mm taxus liberte stent delivery system (sds) was advanced, but unable to cross the lesion. When the device was removed from inside the patient, it was noted that the distal end of the stent was damaged. The procedure was completed with a different device and no patient complications occurred. The patient's current condition is listed as "good."

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).